Event description:
It was reported that the tip of the ortho grip knee pointer broke off at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired and placed into stock at the manufacturer.

Event description:
It was reported that the tip of the ortho grip knee pointer broke off at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.